Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service. Clinical applications specialist spoke with the surgeon and prior to the event he has already attempted to modify his surgical technique it was also discussed flap anatomy and decided to decrease intralase sidecut energy to potentially offer a tighter sidecut wall alignment. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that 2 patients had vertical microstriae at 1 day post op following intralase femtosecond laser flap creation and visx excimer completion on (B)(6) 2015. No patient harm and uncorrected visual acuity (ucva) is 20/20. At slit lamp flap appeared slightly shifted within the strongly bed. Surgeon refloated and smoothed the flap with no patient harm this report is to capture #2 of 2 patients.